Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing stimulation in the abdominal and thigh area. X-rays were taken and revealed lead migration. The pt will discuss the next course of action with his physician.